Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and returned for normal elective replacement indicator (eri) battery status. Upon reciept, initial laboratory analysis determined that this device did not meet expected longevity predictions as described in labeling.